Event description:
As per the injector, 0.5 ml of revanesse lips +(with lidocaine) was injected to the lips of a 34-yo female on (B)(6) 2023. No concern or adverse event was reported at the time of injection. Patient felt excess heat on lips with no lumps, bumps or pain, post 2 weeks injection at the time she was using a vape pen and she had the flu. However, she was unsure if the event occurred before or after the flu while she was vaping. The adverse event resolved on its own and has not come back after treating once daily with zyrtec. After the injecting, nurse followed up with the patient, she reported that she did not feel the patients' symptoms were related to the filler injection. The batch record, qc test reports ((B)(6)2022), and qc final inspection review check list ((B)(6) 2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22l036 was verified and has been confirmed to be released by the company. However, no further information has been provided by the clinic. Instead, they asked prollenium sales person to inform medical affairs team that the injector followed up with the patient and she did not feel the patient's symptoms were related to the filler injection. The information provided by the clinic has been submitted to the prollenium medical director for review. The medical director's opinion about the reported ae is as follows: "the following is a clinical opinion based on the information provided in case (B)(4). On (B)(6), 2023 a patient received 0.5cc of reveanesse lips + into her lips. No photos, no medical history and no procedural history was provided. There were no concern or adverse events at the time of injection. Two weeks later the patient reported that she felt "heat" in her lips after using a vape pen. She also reported that she had the " flu" but was unsure if it was before or after she felt the heat while vaping. There was noswelling, lumps, nodules or inflammation. After the injecting nurse followed up with the patient she reported that she did not feel the patients symptoms were related to injection. My clinical opinion is that this case shows no evidence of an adverse event to ha filler. " internal prollenium complaint number: (B)(4).

Manufacturer narrative:
The batch record, qc test reports (13-dec-2022), and qc final inspection review check list (22-dec-2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. The lot number 22l036 was verified and has been confirmed to be released by the company.